Event description:
Related manufacturer's reference number: 2017865-2021-25298.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-23702. Related manufacturer's reference number: 2017865-2021-23703. It was reported the patient presented in the clinic for a follow up. It was observed the patient had a pocket infection. The patient's pacemaker, right ventricular lead and right atrial lead were explanted. The patient had a temporary pacing lead connected to their device which was taped externally to the chest. The patient experienced no symptoms related to this event.